Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and could not find an instrument malfunction. The quality controls were within acceptable ranges. The investigation found that the customer spins the sample for 5 minutes, which is shorter than the time recommended by the tube vendor. Siemens recommends that its customers follow the tube manufacturer recommendations for proper centrifugation times and speed. The cause of the discordant, falsely low sodium and chloride results on one patient sample is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, resulting higher. The repeat results from the alternate dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and chloride results.